Manufacturer narrative:
(B)(4). G2: foreign - canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01240, 0001822565-2023-01242.

Event description:
It was reported by the patient that she had a total knee replacement done in 2012 and has been experiencing swelling and constant pain for the last 6 or 7 years. She states that the x-rays show it is not loose. The patient is questioning what metals make up the implants so that she can see if there is a possibility she is sensitive to the metals. She states she has tried every available treatment. She notes that the knee is very weak despite the fact she does exercises. There is constant pain from the middle of her thigh to the middle of her calf. It appears the knee is swollen and seemingly inflamed all the time. Additionally, she does not have the strength to go up the stairs without pulling herself up the rail. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.